Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped due to externalized conductors. The patient was asymptomatic and was in for a routine gen change. Under fluoro, it was noted that the conductors appeared externalized. The physician elected to cap and replace the lead. There were no adverse events and the patient left the lab in good condition.